Event description:
The facility representative reported a flogard infusion pump with a malfunction of "sounds all the time". It is unknown when this condition occurred in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem where the device "sounds all the time" was confirmed during device evaluation. A constant audible alarm occurred due to failure code f-66 alarm, which was observed during turn on. The cause was due to defective main batteries, which were replaced to resolve the reported problem.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.